Event description:
It was reported that patient presented in-clinic for follow-up. Post-paced t-wave oversensing was observed on the ventricular channel during threshold testing. Patient was asymptomatic. Programming changes were recommended but were not made, as the device is approaching eri and will be replaced then.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.